Event description:
It was reported that the asymptomatic patient presented in clinic, the atrial lead exhibited noise. The lead was capped and replaced during routine device changeout on (B)(6) 2017. The patient was stable and would be followed normally.